Manufacturer narrative:
E.1 initial reporter phone #: (B)(4) there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the sample. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of the sample. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 10-jul-2024. Investigation summary: bd received 300 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, 30 randomly selected customer samples were evaluated by visual examination and factors related to the indicated failure mode for poor barrier separation with the incident lot was not observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.